Manufacturer narrative:
Additional information: block e1 (below) block e1: this event was reported by the patient's legal representation from motley rice llc. Additional attorney: (B)(6). Block h6: patient codes of 2422, 1994 and 3191 capture the reportable events of bladder outlet obstruction, pelvic pain and revision procedure respectively. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx curved system device was implanted into the patient during a procedure performed on (B)(6), 2006. As reported by the patient's attorney, the patient underwent revision of the obtryx curved system device on (B)(6), 2017 due to bladder outlet obstruction and pelvic pain. Boston scientific has been unable to obtain additional information regarding the event to date.

Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx curved system device was implanted into the patient during a procedure performed on (B)(6) 2006. As reported by the patient's attorney, the patient underwent revision of the obtryx curved system device on (B)(6) 2017 due to bladder outlet obstruction and pelvic pain. Boston scientific has been unable to obtain additional information regarding the event to date.